Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited mirror image oversensing and noise. It was further reported that the rv lead exhibited oversensing, oversensing noise, fluctuating r waves and not sensing. Both leads remain in use. No patient complications have been reported as a result of this event.